Manufacturer narrative:
Lead model 3998, lot: j0406043v, implanted: (B)(6) 2004, explanted: na. Extension model 748951, serial: (B)(4), implanted: (B)(6) 2003, explanted: na. Extension model 748951, serial: (B)(4), implanted: (B)(6) 2003, explanted: na. Programmer model7435, serial: (B)(4). (B)(4).

Event description:
It was reported that in 2003, the patient's initial implant was "botched" and he needed it "re-done" twice. Three days after the second revision, the patient suffered from 2 "mini strokes." It was noted that the device "never did work correctly." No additional information was provided.